Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she experienced high blood glucose level (600 mg/dl) and faced 2 or 3 bent cannulas. Subsequently, on (B)(6) 2020 at 10 am, she was admitted to the hospital with blood glucose level above 600 mg/dl and since then she was put off from the pump and was using manual injection (as corrective treatment). Moreover, the site location was her stomach and the infusion set had been used for the first day. Reportedly, she did not have any scarred tissue, hardened tissue or stretch marks. The patient was admitted for five days and was still in the hospital at the time of this report ((B)(6) 2020). Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.